Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that had "pump not working". It is unknown when and where this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. This is a final rental return. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "pump not working" was confirmed and reproduced by baxter personnel. The root cause of this condition is unknown as it is a stay-in device for a final return and will not be repaired. No further testing has been completed at this time. Should additional information be received, a follow-up medwatch will be submitted.